Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they first got the device it took normal consumption of pads and reduced it by better than half; they were  using 8-10 and it got it down to 4 per day (tended to be saturated and may leak with posture change). They had not realized any advancement/symptom improvement beyond that during waking hours and they wished to have better improvement. They were calling for assistance with adjusting stimulation. They were able to connect and reported stimulation was on program 4 at 1.7 volts, since implant they had not felt stimulation and they had not made any increases or changes. During troubleshooting they successfully used the control equipment and reported that they felt a tingle/burnon left lower buttock area when they increased to 3.0, after reducing down the patient reported feeling sensation at the ins site and left lower buttock area at 2.6 volts, patient reduced to 2.4 volts and reported not feeling stimulation. They wished to try it there. Patient was going to monitor symptoms and consult their hcp if program setting assistance was needed.